Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient communicator displayed a red call doctor icon due a recorded high out of range shock impedance measurement by the implantable cardioverter defibrillator (ICD). Further evaluation is expected as the device remains in service. No adverse patient effects were reported.